Manufacturer narrative:
(B)(4) (secondary surgery) - (B)(4) (lens implanted upside down) - (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2010. The icl was explanted on (B)(6) 2010 due to having being implanted upside down. The icl was exchanged for a shorter lens.